Manufacturer narrative:
It was clarified that the repeat crea plus result for patient with identifier (B)(6) was 78 umol/l.

Manufacturer narrative:
During the investigation it was determined that a single hardware issue with both modules could be excluded. The root cause is identified as an operator error due to the customer loading already used hitachi cups on the mpa. The re-use of previously used hitachi cups should be avoided per product labeling.

Manufacturer narrative:
It was clarified that the urea/bun units of measure was mmol/l. It was clarified that both results were reported outside of the laboratory. A revised report was provided to the physician after the repeat results were obtained. The repeat results were considered to be correct. Additional results for the (B)(4) patient samples which were tested on the e-module and p-module were provided. Based on the data provided (B)(4) patient samples were erroneous. One set of erroneous results was already reported on medwatch with patient identifier (B)(6). An additional comparison was provided for that patient and will be covered on medwatch 1823260-2015-04007. The additional erroneous results obtained on the e-module analyzer will be covered on medwatch 1823260- 2015-04007. The additional erroneous results obtained on the p-module analyzer will be covered on medwatch 1823260-2015-04006. Patient with identifier (B)(6) initial creatinine plus (crea plus) result was 88 umol/l. The repeat result was 66 umol/l. This patient also had an inorganic phosphorus (phos) result of 0.61 mmol/l. The repeat result was 1.19 mmol/l. This patient also had a urea/bun result of 12.7 mmol/l. The repeat result was 5.1 mmol/l. Patient with identifier (B)(6) initial phos result was 1.04 mmol/l. The repeat result was 0.76 mmol/l. This patient also had a urea/bun result of 47 mmol/l. The repeat result was 14.0 mmol/l. Patient with identifier (B)(6) initial crea plus result was 86 umol/l. The repeat result was 66 umol/l. Patient with identifier (B)(6) initial crea plus result was 54 umol/l. The repeat result was 81 umol/l. Patient with identifier (B)(6) initial gluco-quant glucose/hk (glu) result was 20.4 mmol/l. The repeat result was 10.5 mmol/l. Patient with identifier (B)(6) initial crea plus result was 161 umol/l. The repeat result was 62 umol/l. This patient also had a magnesium (mg) result of 1.29 mmol/l. The repeat result was 0.67 mmol/l. Patient with identifier (B)(6) initial crea plus result was 59 umol/l. The repeat result was not clear on the provided data. The repeat result looks to be between 74 - 79 umol/l. Clarification on what this value is has been requested. It was clarified that no patients were adversely affected. (B)(4). The customer thinks they loaded the mpa racks with cups that had already been used on the instrument. The problem has not occurred since this realization and quality controls have been acceptable. (B)(6).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable results for 13 patient samples from multiple assays tested on a modular analytics p-module and a modular analytics e-module. The customer provided 1 example of erroneous results for kinetic uv assay for urea/urea nitrogen (urea/bun) from the p-module analyzer. The date of event was not provided. Patient information was not provided. It was noted that the results were reported outside of the laboratory. It is not known which results were reported outside of the laboratory or which results were considered to be correct. This information has been requested. The initial urea/bun result was 50 (unit of measure not provided). The repeat result from another p-module analyzer was 5.4 (unit of measure not provided). The modular analyzer is connected to a modular pre-analytics (mpa). The initial tests were done in a hitachi cup automatically aliquoted by the mpa from the primary tube. The repeat tests were from the primary tube on the other line of the analyzer. Once the differences in results were noticed, quality controls were run and all were acceptable. The customer began to use the instrument again. It is not known if any patients were adversely affected. This information has been requested. No adverse event was reported. The urea/bun reagent lot number and expiration date was not provided.